Manufacturer narrative:
Please note: due to new (B)(6) regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. The devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Concomitant medical products: serial # : (B)(4), catalog # : 1650de, exp. Date: 04/30/2016, mfg. Date: 04/30/2015, (B)(4); serial # : (B)(4), catalog # : 1650de, exp. Date: 12/31/2015, mfg. Date: 12/31/2014, (B)(4); serial # : (B)(4), catalog # : 1650de, exp. Date: 02/29/2016, mfg. Date: 02/29/2015, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product not returned.

Event description:
It was reported that these batteries were found to be involved with power switching. No further information provided.

Manufacturer narrative:
Additional devices for this complaint: bat206126- UDI#(B)(4). Bat203887- UDI#(B)(4). Bat205242- UDI#(B)(4). Device evaluated by manufacturer- yes. Bat206126 - correction: MFR date: 04/03/2015. Bat205242- correction : MFR date: 02/24/2015. (B)(4). The batteries were replaced with no reported consequence to the patient. The controller received the software maintenance release (smr) upgrade on march 1st, 2016 and remains in use by the patient. No further power switching events have been reported. The patient does not wish to exchange the controller at this time. Any concerns will be addressed at the next scheduled follow-up visit. Batteries bat206126, bat203887 and bat205242 were returned for analysis. The controller (con186859) was not returned after several attempts were made to retrieve the device. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that the controller did not have the software maintenance release (smr) upgrade. The smr upgrade was initiated in january of 2016. Review of the data logs revealed several premature power switching events involving bat205230, bat206126, bat206162, bat204536, bat203887 and bat205242. Analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Bat205230 (MFR #3007042319-2015-03967), bat206162(no MFR #, this event was not reportable) and bat204536 (MFR# 3007042319-2015-03965) were returned under their respective MFR numbers. Testing of bat205230, bat206162 and bat204536 revealed that the units passed visual and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate communication errors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Four batteries (bat206162, bat206126, bat203887 and bat205242) were returned for analysis. The controller (B)(4) was not returned after several attempts. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that the controller did not have the smr upgrade; the smr upgrade was initiated in (B)(6) of 2016. Review of the data logs revealed several premature power switching events involving bat205230, bat206126, bat206162, bat204536, bat203887 and bat205242. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Bat205230 and bat204536 were returned under 3007042319-2015-03965. Testing of bat205230 and bat204536 revealed that the units passed visual and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate communication errors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The controller was taken out of service.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) was returned for evaluation. Failure analysis of the returned controller batteries revealed that the device passed visual examination and functional testing. The log files of the controller in use during the reported event revealed that the controller did not contain the smr software. An internal investigation evaluated communication errors on non-smr controllers. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.